Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device upgrade procedure, low impedance and high capture threshold were noted on the atrial lead. A new lead was implanted while the old lead was capped and abandoned. The patient had no adverse consequences.¿